Manufacturer narrative:
Upon inspection of the calibrator vial, the cap was on tight and there was no visible damage to the vial noted. No root cause could be determined for this event. Note: the product is not distributed in us.

Event description:
Beckman coulter inc., (bci), inspectors identified a leaking rubella igm calibrator vial. One box of rubella igm calibrators was affected by the leaking calibrator vial. There was no report of injury in connection with this event.